Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion set was leakage at site on (B)(6) 2024. The infusion set has been used for approx 6-24 hours. The blood glucose level was 400 mg/dl at the time of events .patient replaced infusion sets and resumed insulin successfully no further information was available.